Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. After the pvi procedure, a complication occurred in the form of a pericardial effusion. The pericardium was then punctured and blood was removed. The patient improved however required extended hospitalization to recover from pericardial effusion. The physician's opinion on the cause of the adverse event is the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-sep-2024, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31307566l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-dec-2024, bwi received additional information regarding the event. After the pvi (pulmonary vein isolation) procedure, a complication occurred in the form of a pericardial effusion. One patient developed pericardial effusion during the procedure (pulmonary vein isolation). This was noticed by a drop in blood pressure, the procedure was stopped and a pericardial puncture was carried out using a pigtail catheter and the pericardial effusion was relieved. After hemodynamic stabilization, the patient was transferred to the nearest heart surgery center and were successfully operated on there. H6 health effect - impact code has now received the additional code of surgical intervention (f19). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).